Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (10.0 mg/ml at 3.405 mg/day), bupivacaine (2.6 mg/ml at 0.8853 mg/day), and clonidine (25.0 mcg/ml at 8.512 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported in the logs that a low reservoir alarm and empty reservoir alarm had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-jul-26. The patient's weight was provided.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, or that the malfunction that occurred is expected to cause or contribute to a serious injury or death. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2019-mar-15. It was reported that the patient presented with alarms on (B)(6) 2016. The device was interrogated, and it was noted that the low reservoir was mis-programmed during the last refill. The device was reprogrammed without a change in daily dose and the event resolved without sequelae on (B)(6) 2016. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure.